Event description:
I got the recalled allergan breast implants since 2012. One was seen ruptured on (B)(6) 2020 via ultrasound. I experienced lots of health issues since summer 2020, severe migraines, heavy night sweats, joint and muscle pain, weight gain, hair loss, skin rashes, back and neck pain, neuropathic pain, dizziness, vertigo, weakness and fatigue. I've got gut problems, diarrhea, bloating and came up with dairy and gluten intolerance. My female hormones went crazy; high estrogen, low progesterone, low testosterone, low antimullarian hormone, all doctors said I'm going into early menopause at (B)(6). I explanted my implants (B)(6) 2020 and the histology of the ruptured implant came up with abnormal mass covered with leukocytes. There was an infection going on since no one know when. I've got the medical reports with me, all the exams, I can legally translate it to english. I got the implants too. I'm one month out the surgery and I feel better then ever. This nearly killed me. I live in (B)(6) and I got the surgery here in (B)(6). FDA safety report ID #: (B)(4).